Event description:
The facility reported to baxter "levophed kept ringing air. Attempted to resposition line in pump and withdrawing air from the line but pump kept alarming. Nurse had to increase rate of normal saline and advance air per pump, which gave pt a bolus of normal saline and ultimately a bolus of levophed resulting in an excessively high bp. On same pt when lines changed per routine bp dropped after connection and needed to bolus pt to reverse hypotension". No additional info available. The understanding of this last matter is that when there is an interruption of therapy as a result of routine nursing IV set changes, the pt's blood pressure reportedly drops, requiring a bolus of the vasopressor drug on reconnection.